Event description:
A malfunction on the pump was reported by the caller, with no notable events prior to the incident. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which they understood and acknowledged.